Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('congrats, speedy healing') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced vertigo ("head spinning"), hidradenitis ("hidradenitis suppurativa hs") and flatulence ("co2 gas pains"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the medical device removal, vertigo and hidradenitis outcome was unknown and the flatulence was resolving. The reporter considered flatulence, hidradenitis, medical device removal and vertigo to be related to essure. The reporter commented: for gas pains. Movement helps. Walk as much as you can in the house. Slow deep breathing exercises, healing pad may help too. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('congrats, speedy healing') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced vertigo ("head spinning"), hidradenitis ("hidradenitis suppurativa (hs)") and flatulence ("co2 gas pains"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the medical device removal, vertigo and hidradenitis outcome was unknown and the flatulence was resolving. The reporter considered flatulence, hidradenitis, medical device removal and vertigo to be related to essure. The reporter commented: for gas pains. Movement helps. Walk as much as you can in the house. Slow deep breathing exercises, healing pad may help too. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: social media received - case became serious incident. New events - medical device removal and co2 gas pains were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.